Manufacturer narrative:
Philips has investigated this complaint. According to additional information received the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not starting¿. Upon investigation, fse found that the issue with power supply for 24v/12v/5v in the m cabinet. Fse replaced power supply in m cabinet. After replacement of power supply, the system was returned to use in good working order. Codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system was stuck at 00:00. The patient was on the table and had to be moved to another system. No harm has been reported to philips. Philips has started an investigation of this complaint.